Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. Initial testing was performed on 11sep2024 using access bio brand which resulted in positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 898552b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 898552b, device part number 195-430wjr/ lot 898552. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 898552 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. Initial testing was performed on (B)(6) 2024 using access bio brand which resulted in positive result. Although requested, no additional patient information, including treatment and outcome, was provided.